Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer stopped using the pump and switched to multiple daily injections as a backup. No further assistance was required, and the case was closed by technical support.